Event description:
It was reported by service report that the lock spindle spring spacer was broken, causing the side rail not to lock properly. No pt involvement or adverse consequences are reported.